Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during the coiling treatment of giant left middle cerebral artery aneurysm, this coil prematurely detached in microcatheter hub during delivery. It was reported that the coil was caught in the catheter hub. No patient complications were reported.

Manufacturer narrative:
Type of follow up - device evaluation. Device evaluated by manufacturer- additional information evaluation of the returned device has been completed and the clinical observation was confirmed. As received the axium implant coil found damaged, stretched, and detached from the pushwire. The axium pushwire was not returned, therefore, any contributing factors from the axium pushwire could not be assessed. The detach element was found extending out from the proximal end of the implant coil with the detachment ball missing. All coils are 100% inspected for damages and irregularities during manufacture. Based on the device evaluation, the coil likely detached from the pushwire at the break in the detachment ball from the detach element due to the movement of the coil against the reported resistance. This is evidenced by the stretching of the implant coil. All coils are 100% inspected for damages and irregularities during manufacture. Note: the axium coil instructions for use (IFU) issues: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.